Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a occlusion (frequent/persistent) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 01-may-2018. Device evaluation: the device has been returned and evaluated by product analysis on 24-apr-2018 with the following findings a review of the black box showed occlusion alarms with a high force. The ez-prime steps were performed correctly with no alarms. The force calibration testing passed. The pump was exercised for 24 hours with no occlusions occurring. The pump was opened to find no intermittent conditions on the force sensor circuit.